Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting sooner than expected due to high threshold measurements of the left ventricular (lv) lead.  The device was explanted and replaced, and the lead remains in use.  No patient complications have been reported as a result of this event.